Manufacturer narrative:
Device not returned.

Event description:
Customer realized that down button was not functioning when he was attempting to view his past boluses within the information display. No adverse event reported. A request was made for the return of the device. Customer declined to return pump.